Event description:
It was reported that a malfunction alarm occurred. The customer reset the pump to resolve the issue, but subsequently the pump unexpectedly shutdown. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.